Event description:
It was reported that during follow-up, high capture threshold and loss of sensing were noted. It was noted that the patient is pacemaker dependent. Lead dislodgement was observed via fluoroscopy. The physician opted to reprogram the device's rv output. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.